Event description:
It was reported that the lead impedance measurement was greater than 4,000 ohms. The implanted neurostimulator, lead and extension were replaced further info is being requested from the hcp.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.